Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an erroneously high reading from her/his adc blood glucose meter. It was further reported that on (B)(6) 2019 customer received a reading of 155 mg/dl, self-administered an unspecified amount of insulin and subsequently experienced hypoglycemia. Customer self-presented to a healthcare facility where she/he was diagnosed with hypoglycemia and treated with a glucagon injection and an unspecified intravenous infusion, ¿for hydration¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo was reviewed and the dhrs showed the freestyle precision neo passed all tests prior to release. Dhrs (device history review) for the precison strips were reviewed and the dhrs showed the precison strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product are returned, the case will be re-opened and a physical investigation will be performed.d4 serial number has been updated, it was inadvertently not added in the initial report

Event description:
Customer reported receiving an erroneously high reading from her/his adc blood glucose meter. It was further reported that on (B)(6) 2019 customer received a reading of 155 mg/dl, self-administered an unspecified amount of insulin and subsequently experienced hypoglycemia. Customer self-presented to a healthcare facility where she/he was diagnosed with hypoglycemia and treated with a glucagon injection and an unspecified intravenous infusion, ¿for hydration¿. There was no report of death or permanent injury associated with this event.